Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000292899 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
Related to 797384. The hospital reported that during preparation for a coronary artery bypass procedure using acrobat v stabilizer system. Customer states that when they attempted to put the om-9100s standard blades on the activator drive mechanism/retractor, one of the blades would not lock on and it slide off the retractor rod. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3: device discarded.